Manufacturer narrative:
Conclusions: evaluation of returned instrument by quality and engineering noted the weld that holds the sizer head to the shaft broke. Review of receiving inspection reports found that a total of five (5) units of this lot were received and released for distribution in (B)(4) 2013 with no deviation or anomalies. Review of complaint history did not reveal any additional issues of this nature reported for this part number. In an effort to prevent recurrence of issues of this nature, design improvements are in process to manufacture this instrument as one piece, strengthening the transition from the shaft to the head.

Event description:
It was reported that during a procedure performed on (B)(6) 2013, upon attempt to size the disc space the instrument fractured at the neck. The sizer head was removed from the disc space and another sizer that was readily available was used to complete the procedure with no harm to the pt or delay to the procedure. The doctor indicated that the pt had a narrow disc space cavity but that he did not use an excessive amount of additional force that should cause the sizer to fracture.